Manufacturer narrative:
Concomitant products: product ID: 3889, lot# unknown, implanted: (B)(6) 2017 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a return of urinary incontinence. Factors that may have contributed to the issue remain unknown. Actions include a reprogramming that was done on (B)(6) 2017, patient was treated with botox injection, and a hospitalization from (B)(6) 2017 to (B)(6) 2017. The event was resolved on (B)(6) 2017. The investigator assessed the event as not serious, not related to procedure, and related to the stimulation. The sponsor assessed the event as serious. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic urinary incontinence since 2003. No further complications were reported/anticipated.